Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low profile port attached to a groshong catheter with detached distal catheter segment were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, deformation and wear issues, as a complete compound break was noted approximately 11.6 cm from the distal end of the cath-lock. Both edges of the complete compound break were jagged, with regions of the break surfaces appearing granular and another region appearing finely granular and rounded. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: g3, h6 (device). H10: h6 (method, results and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years five months post port placement, a x-ray examination revealed that catheter was broken. It was further reported that port and catheter segments were removed. Reportedly patient felt discomfort. Patient reported stable.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years five months post port placement, a x-ray examination revealed that catheter was broken. It was further reported that port and catheter segments were removed. Reportedly patient felt discomfort. Patient reported stable.